Manufacturer narrative:
The device had a motor error alarm during basic occlusion test and was unable to prime during prime test due to faulty force sensor resistor. The motor passed the motor test. The device was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot and was able to complete the rewind process. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.